Event description:
The customer requested a return materials authorization, reporting that there was resistance in the primary biopsy channel of a ec34-i10l video colonoscope. The timing and location of the observation were not reported.

Manufacturer narrative:
The device was returned to pentax medical and evaluated under service order (B)(4). The findings confirmed the customers complaint of resistance in the primary biopsy channel. The scope passed both the wet and dry leak test. The scope was repaired and a cleaning and disinfection and angulation adjustment was performed and returned back to the customer. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.